Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site arm, the pod's cannula was found blocked. Additionally, it was noted there was blood in the canula, on the patient's skin and the skin looked red. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.